Event description:
It was reported that the patient was experiencing undesired sensation due to lead migration as confirmed with x-ray. The patient underwent a system replacement procedure and was doing well postoperatively. The explanted device components will not be returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). Product family: scs-ipg-r-MRI. Upn:m365sc2317700. Model: sc-1232. Serial: (B)(6), batch: (B)(6).